Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. Based on the available information, there is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned from the field. Based on review of download data, there is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was at a long term acute care facility and subsequently passed away. The lifevest delivered a treatment on (B)(6) 2016 at 19:20:12, the rhythm prior to the treatment was accelerated idioventricular rhythm at 60 bpm. Multiple counting of ECG signal that exceeded the rate threshold contributed to the false detection. The post shock rhythm was asystole. A second treatment was administered at 21:48:55. The rhythm prior to the treatment was asystole. The post shock rhythm was asystole. Over sensing of a low amplitude input signal contributed to the false detection. The electrode belt was disconnected from the monitor at 21:51:48. Post shock asystole is a known potential outcome of external defibrillation.